Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient was taken to royal victoria infirmary via ambulance and had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 40 mmol/l (720 mg/dl) and ketones up to 10 mmol/l while wearing the pod. The pod was leaking insulin. Symptoms reported include thirsty, vomiting and not feeling well. The patient was treated with "drips" for about 12 hours and manual injections of insulin. The patient was discharged on (B)(6) 2026. The pod was removed and discarded at the hospital. A new pod was applied.